Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak was noted, and the patient required re-intubation. There was patient involvement; however, no injury was reported.

Manufacturer narrative:
D9 - date returned to MFR was 02-mar-2026. H3 and h6 were updated. One sample was returned for evaluation. The device was visually inspected, and no physical damage or other anomalies were observed. Functional testing was performed by submerging the tube in a water bath, and no leakage was detected. The complainant¿s allegation could not be confirmed, and a root cause could not be determined.